Manufacturer narrative:
11/5/2014- no injury alleged. Malfunction alleged. MDR filed. The action 3 jnr is manufactured by invacare (B)(4) and is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in the u.s. The alleged malfunction occurred in europe.

Event description:
Push handles latch not secure, risk of backrest collapsing if moderate force put on pushhandles. On inspection, peg on latch not engaging fully with hinge housing. Pushhandles replaced.